Event description:
It was reported that on (B)(6) 2021, a patient presented with grade 4+ degenerative mitral regurgitation for a mitraclip procedure. Two mitraclips were implanted. The final mr was grade 3. No adverse patient effects were identified. On an estimated date, (B)(6) 2025, greater than 91 days post-procedure the patient returned with heart failure symptoms. An echocardiogram displayed mr was recurrent at grade 4+ and the clips were stable on both leaflets. The medial clip appeared to have motion on the valve. On (B)(6) 2025, the patient presented with grade 4+ degenerative mitral regurgitation, barlow's disease, a prolapsed anterior leaflet, and prolapsed posterior leaflet for a second mitraclip procedure. A mitraclip was implanted. The pressure gradient increased to 7-8mmhg post implantation. The final mr was grade <1. There was no clinically significant delay reported. The patient will be monitored for the elevated gradient and potential clinical effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated, and a cause for the reported mitral stenosis cannot be determined. Mitral stenosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a